Manufacturer narrative:
Date of event is estimated. A patient experiencing ineffective stimulation due to lead migration was reported to abbott. Lead migration was confirmed with x-ray. The issue was replacement of the lead without any complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost effective therapy due to the lead migrating. In turn, the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue.